Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for a generator change out, high, out of range, high capture threshold and high lead impedance was observed on the rv lead. The lead was explanted and a new lead was implanted. Tissue growth was noted around the tip of the explanted lead. The patient is asymptomatic and doing well post procedure and will continue to be monitored with routine follow-up.